Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device system implant procedure pacing was initiated due to crosstalk issue. Programming changes were made however the issue was not resolved. Device and leads were explanted and a new device was implanted. The pacing issue due to cross-talk was observed again in the new device. The new device was explanted and another new device and leads were implanted. The issue was resolved and the new system remains implanted. No further information available.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.